Manufacturer narrative:
G4: 08jan2021. B4: 18jan2021. Information was received that the customer replaced the cpu (central processing unit) to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator had an error code indicating check vent: primary alarm failed. There was no patient involvement. The customer troubleshot with technical support and advised to have connected the speaker to a sign wave generator, and the speaker works. The customer was advised to check for 8 ohms coming from the speaker and replace the speaker assembly if not the central processing unit (cpu).